Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call, and 244 mg/dl at the time of admission. The customer was given glucose tablets and a glucagon shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was changing their set and the pump rewound without her pushing any buttons. The customer went out walking and then the low occurred. The insulin pump will not be returned for analysis.